Event description:
Information was received indicating that the patient had an exposed generator. The patient was then evaluated by a surgeon and the decision was made to explant the patient's generator due to infection. No patient manipulation or trauma is expected to have contributed or caused the infection and device extrusion. The physician attributed the infection and extrusion to usual surgical risks. The device history record for the sterilization of the patient's generator was reviewed. The expiration of the sterilization was noted to be in july 2018. No additional relevant information has been received to date.